Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10 therapy date: (B)(6) 2024. H3, h4, h6: part # 698344846. Lot # 446837. Batch # dp49979. Supplier: (B)(4). Manufacturing site : gdc raynham. Batch1: lot qty of (B)(4) units were released on 20 sept 2023 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, there was c3-5 acdf with coda implant system. The drill bit was used with a double barrel dts guide and rubs against the drill bit, shedding small metal pieces. The pieces were removed with a suction and no patient event at that time. The double barrel dts guides are being removed from the hospital. The design of the guides allows flexing while the drill was being used, which caused shedding from the drill bit. The surgery was completed successfully. There was no patient consequences. This report involves one (1) modified instrument drill,short 12mm. This is report 3 of 4 for (B)(4). This product complaint, (B)(4) is related to this , which ca(B)(4) ptures additional impacted products.